Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03july2019. Customer stated that they are retiring the unit and do not want to repair it.

Event description:
Customer contacted technical support (ts) stating that unit turned off and back on. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.